Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture, dislodgement was confirmed via x ray. The ra lead was successfully repositioned during a revision procedure. No additional adverse patient effects were reported.